Event description:
During baxter's functionality testing of a spectrum pump, the device had an undetected upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not confirm nor reproduce the symptom undetected upstream occlusion. The device passed the upstream occlusion and flow rate testing. During internal inspection of the device, it was found that the ultrasonic sensor tail pins were cracked. The ultrasonic sensor was replaced as a preventative maintenance.